Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed red, itchy, open blisters under his left armpit. The patient's physician recommended using hydrocortisone cream on the blisters. Follow-up indicated that the blisters were unchanged.